Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera xenon light source¿s main lamp went out and the spare lamp was blinking. The customer went on to note that the unit had been left on overnight, the main lamp expired, which caused the spare to power on. This event had no patient involvement.

Manufacturer narrative:
The subject device specific manufacture date was not identified. The device history record was unable to be reviewed for this device since it has been over 17 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.